Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of there was a communication error and the system had to be rebooted. The fse determined the cause of the problem to be the ps1 power supply output voltage needed to be adjusted. The fse adjusted the power supply output voltage and cleaned the connections to the power supply then verified system functionality. The power supply is a hardware component that supplies power to system. It regulates the voltage to an adequate amount, which allows the systems pcbs and other components to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Power supplies wear with use and periodically require output recalibration to ensure the voltage outputs remain within specifications. Incorrect voltage output from the power supply can cause a variety of system functionality issues, including communication errors. Adjusting the power supply resolves this issue. Based on age of the system, which was manufactured april 7, 2008, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the proper operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system locked up. No patient serious injury or death was reported related to this event.